Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's pacemaker exhibited a capture anomaly which induced a vt run. Reprogramming resolved the issue. No adverse consequences were reported.